Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified openings, fluids. Leak test was performed and found openings on anterior and posterior side. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated edge openings on anterior and posterior side due to surgical damage. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient experienced right side ¿deflation" and bilateral ¿exchange from a textured to smooth breast implant due to the patient¿s concern with the device." Device has been explanted.